Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and respiratory arrest ('was told I stopped breathing during surgery') in a 42-year-old female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, pain ankle, vaginal discharge, vaginal burning sensation, vaginal odor, nausea, dysphagia, heartburn, cholecystectomy, ovarian cyst, abdominal bloating, chest pain, sore throat, myalgia, carpal tunnel syndrome, pain in arm, vaginitis, libido decreased, dysuria, yeast infection, axillary mass, nasal sinus congestion, thyroidectomy, lymphadenectomy, lymphadenopathy, acid peptic disease, multiple caesarean sections and left oophorectomy. (B)(6) 2014 - pathology. Report: pathology. Final diagnosis. Gastric antral mucosa: no diagnostic abnormality recognized. Note: giemsa stain is negative for helicobacter pylori (control positive) . Gastric body mucosa, clinically gastric polyp: no diagnostic abnormality recognized. Note: histologic features diagnostic of polyp are not appreciated. Deeper levels are examined. Superficial fragments of small bowel mucosa, clinically second portion of duodenum: no diagnostic abnormality recognized. (B)(6) 2016 - final pathology report: lymph node dissection, cervical levels 3 and 4: netastatic papillary thyroid carcinoma to four of eight lymph nodes (4/8). Note: extranodal extension is not identified. Lymph node dissection, cervical, levels 3 and 4: metastatic papillary thyroid carcinoma to one of eight lymph nodes (1/8). Note: extranodal extension is not identified. Central pre laryngeal tissue: skeletal muscle and fibrovascular tissue (B)(6) 2015 - final diagnosis: thyroid, left lower pole nodule, 2.2 cm, fine needle aspiration: malignant. Papillary thyroid carcinoma. Diagnosis: sheets and papillary fragments with enlarged nuclei, frequent nuclear grooves and occasional psammoma bodies are seen clinical history: left lower thyroid nodule measuring 2.2 cm and inferior isthmus nodule measuring 2.2 cm. History of thyroid biopsy one month ago on right side at PMA; positive for cancer per patient. No history of hypothyroidism, no history of autoimmune thyroiditis, no history of grave's disease, no history of radioiodine or external radiation therapy. No personal history of cancer. No family history of thyroid cancer. No history of abnormal tsh levels. Specimen: fine needle aspirate, left lower thyroid. Fine needle aspirate, inferior isthmus nodule. Technique: left and isthmus thyroid nodule biopsy. Indication: left lower pole thyroid mass and thyroid isthmus mass. Procedure: comparison made to CT scan from (B)(6) 2015. Preliminary ultrasound demonstrates the previously left lower pole thyroid mass and mass at the level of the isthmus. The right thyroid nodule has been biopsied at an outside facility: (B)(6) 2015 - surgical pathology report final diagnosis: right thyroid and isthmus, total thyroidectomy: papillary thyroid carcinoma, abutting posterior surgical margin «1 mm). Extrathyroidal extension present. Concurrent conditions included gastritis, upper respiratory infection, lumbar disc degeneration, pseudarthrosis, hot flashes, sleep disturbance, dizziness, constipation, retrosternal discomfort, fundic gland polyp, rectal bleeding, palpitation, neck swelling, skin fibrosis, skin lesion, sinusitis, thyroid nodule, torticollis, obstructive sleep apnea syndrome, papillary thyroid cancer, irregular menstruation, vitamin d deficiency, post surgical hypothyroidism, melasma, amenorrhea, epidermoid cyst, lipoma, chloasma, ulcer of esophagus, onychomycosis, weight gain, joint swelling and nabothian cyst. Family history included breast cancer (sister and three maternal aunts.). Concomitant products included duloxetine hydrochloride (cymbalta), fluoxetine, fluoxetine hydrochloride (prozac), levothyroxine, pantoprazole and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), 2 months 18 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain upper ("stomach pain below ribs") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced dysgeusia ("metal taste in mouth"). In (B)(6) 2016, the patient experienced depression ("depression"), fatigue ("fatigue") and anxiety ("psych injury-anxiety"). In (B)(6) 2016, the patient experienced migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced respiratory arrest (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved, the depression, migraine, fatigue, anxiety, dysgeusia, abdominal pain upper and respiratory arrest outcome was unknown and the headache and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, respiratory arrest, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had received treatment for pain, psych injury, migraine, headaches, hair loss, fatigue and metallic taste in mouth insertion details-to 4 curls were noted within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2015: impression: normal exam. Imaging procedure - on (B)(6) 2013: right occlusion only. Spinal x-ray - on (B)(6) 2014: impression. No evidence of a compression fracture. Very minimal degenerative disc disease. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, vaginal pain, anxiety, abdominal pain, pelvic pain, headache, depression, fatigue, dyspareunia, stomach pain. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs+mr received - lot number were added. New events abnormal bleeding (vaginal), depression, vaginal pain, stomach pain below ribs, was told I stopped breathing during surgery were added. Event psychological trauma updated to anxiety. Outcome of menorrhagia updated to recovered / resolved. Outcome of alopecia, headaches updated to recovering / resolving . New reporters, patient information, medical history, family history, lab data, concomitant drug were added. On 21-nov-2019: wrong source document. On 21-nov-2019: same document attached twice. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and respiratory arrest ('was told I stopped breathing during surgery') in a 42-year-old female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, pain ankle, vaginal discharge, vaginal burning sensation, vaginal odor, nausea, dysphagia, heartburn, cholecystectomy, ovarian cyst, abdominal bloating, chest pain, sore throat, myalgia, carpal tunnel syndrome, pain in arm, vaginitis, libido decreased, dysuria, yeast infection, axillary mass, nasal sinus congestion, thyroidectomy, lymphadenectomy, lymphadenopathy, acid peptic disease, multiple caesarean sections and left oophorectomy. (B)(6) 2014 pathology report: pathology. Final diagnosis: gastric antral mucosa: no diagnostic abnormality recognized. Note: giemsa stain is negative for helicobacter pylori (control positive) . Gastric body mucosa, clinically gastric polyp: no diagnostic abnormality recognized. Note: histologic features diagnostic of polyp are not appreciated. Deeper levels are examined. Superficial fragments of small bowel mucosa, clinically second portion of duodenum: no diagnostic abnormality recognized. (B)(6) 2016 final pathology report: lymph node dissection, cervical levels 3 and 4: netastatic papillary thyroid carcinoma to four of eight lymph nodes (4/8). Note: extranodal extension is not identified. Lymph node dissection, cervical, levels 3 and 4: metastatic papillary thyroid carcinoma to one of eight lymph nodes (1/8). Note: extranodal extension is not identified. Central pre laryngeal tissue: skeletal muscle and fibrovascular tissue (B)(6) 2015 final diagnosis: thyroid, left lower pole nodule, 2.2 cm, fine needle aspiration: malignant. Papillary thyroid carcinoma. Diagnosis: sheets and papillary fragments with enlarged nuclei, frequent nuclear grooves and occasional psammoma bodies are seen clinical history: left lower thyroid nodule measuring 2.2 cm and inferior isthmus nodule measuring 2.2 cm. History of thyroid biopsy one month ago on right side at PMA; positive for cancer per patient. No history of hypothyroidism, no history of autoimmune thyroiditis, no history of grave's disease, no history of radioiodine or external radiation therapy. No personal history of cancer. No family history of thyroid cancer. No history of abnormal tsh levels. Specimen: fine needle aspirate, left lower thyroid. Fine needle aspirate, inferior isthmus nodule. Technique: left and isthmus thyroid nodule biopsy. Indication: left lower pole thyroid mass and thyroid isthmus mass procedure: comparison made to CT scan from (B)(6) 2015 preliminary ultrasound demonstrates the previously left lower pole thyroid mass and mass at the level of the isthmus. The right thyroid nodule has been biopsied at an outside facility. (B)(6) 2015 surgical pathology report: final diagnosis: right thyroid and isthmus, total thyroidectomy: papillary thyroid carcinoma, abutting posterior surgical margin «1 mm). Extrathyroidal extension present. Concurrent conditions included gastritis, upper respiratory infection, lumbar disc degeneration, pseudarthrosis, hot flashes, sleep disturbance, dizziness, constipation, retrosternal discomfort, fundic gland polyp, rectal bleeding, palpitation, neck swelling, skin fibrosis, skin lesion, sinusitis, thyroid nodule, torticollis, obstructive sleep apnea syndrome, papillary thyroid cancer, irregular menstruation, vitamin d deficiency, post surgical hypothyroidism, melasma, amenorrhea, epidermoid cyst, lipoma, chloasma, ulcer of esophagus, onychomycosis, weight gain, joint swelling and nabothian cyst. Family history included breast cancer (sister and three maternal aunts.). Concomitant products included duloxetine hydrochloride (cymbalta), fluoxetine, fluoxetine hydrochloride (prozac), levothyroxine, pantoprazole and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), 2 months 18 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain upper ("stomach pain below ribs") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced dysgeusia ("metal taste in mouth"). In (B)(6) 2016, the patient experienced depression ("depression"), fatigue ("fatigue") and anxiety ("psych injury anxiety"). In (B)(6) 2016, the patient experienced migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced respiratory arrest (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved, the depression, migraine, fatigue, anxiety, dysgeusia, abdominal pain upper and respiratory arrest outcome was unknown and the headache and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, respiratory arrest, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had received treatment for pain, psych injury, migraine, headaches, hair loss, fatigue and metallic taste in mouth insertion details-to 4 curls were noted within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray on (B)(6) 2015: impression: normal exam. Imaging procedure - on (B)(6) 2013: right occlusion only. Spinal x-ray on (B)(6) 2014: impression no evidence of a compression fracture. Very minimal degenerative disc disease. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, vaginal pain, anxiety, abdominal pain, pelvic pain, headache, depression, fatigue, dyspareunia, stomach pain lot number: a78077 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (essure removed by hysterectomy (full) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the menorrhagia, psychological trauma, migraine, headache, alopecia, fatigue and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for pain, psych injury, migraine, headaches, hair loss, fatigue and metallic taste in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: case was upgraded from other event to incident. Event injury nos replaced with pelvic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding), psych injury, migraine, headaches, hair loss, fatigue, metallic taste in mouth. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.